Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
Customer states that the vent will not pass the safety valve part of the est test. Customer stated they have been having issues with their patient tubing sets. Fse ran test 3 times without failure using fse test set. No patient involvement reported.